Manufacturer narrative:
Date sent: 02/24/2009: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemiorrhoidectomy procedure, there was an incomplete circle of stapled tissue after firing. Had to hand sew tissue to complete the procedure. The procedure was extended by 40 minutes.